Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0211645868, implanted: (B)(6) 2016, product type: lead.

Event description:
A surgeon, via a manufacturer representative, complained about "sitting a germ" in the connection between the tined lead and extension cable. Factors that may have led or contributed to the issue included the test phase (first stage) that lasted 85 days. A swab for pathologic analysis was taken from the inside of the connector boot. The surgeon opened the lead and extension connection very carefully to avoid contamination of the implantable neurostimulator (ins) pocket. A sterile cover was placed upon the ins pocket. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.